Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain and an electrical shock sensation. An interrogation of the patient's system indicated the right atrial (ra) lead exhibited possible intermittent atrial undersensing as well as far field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.